Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected and abnormal impedances were found when the user was seen for a follow up. No history of trauma or accident was reported and no swelling or redness at the implant site observed. The user was not using device for 1 month due to external processor cable default which has been replaced.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected and abnormal impedances were found when the user was seen for a follow up. No history of trauma or accident was reported and no swelling or redness at the implant site observed. The user was not using device for 1 month due to external device issues.